Event description:
It was reported that the clinician inadvertently activated the sbt mode on the ventilator while attempting to give manual breaths to a pediatric patient. As a result, the patient decompensated quickly and intervention was provided to improve ventilation. The clinician was able to end the sbt mode and return the ventilator to normal ventilation. No long term patient harm.